Manufacturer narrative:
H.6 investigation summary: material #: 364314, lot/batch #: 2124813, bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to cracked barrel / leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes cracked barrel / leakage. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends".

Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe that there was blood leakage/ splatter and failure of product. The following information was provided by the initial reporter: when collecting arterial blood for the patient, a small amount of blood leaked from the arterial blood collection device. The nurse checked the arterial blood collection device and found that there was a crack, and the nurse replaced the arterial blood collection device without leakage .